Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4) , as a result of warning letter cms# (B)(4) . A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional tests were performed. There was no external damage noted. Event history log (ehl) showed motor rate error. An occlusion test was performed and the reported problem was duplicated; replaced worm coupling and gear which cleared up the problem. The root cause was deemed to be normal wear. Actions were taken to mitigate the reported issues: replaced worm coupling and gear; performed all the functional tests and passed.

Event description:
It was reported that the pump had a motor rate error. No patient injury was reported.